Manufacturer narrative:
Investigation of returned suspect door switch confirmed the reported problem. Functional testing finds switch clicks as if it's actuated, but state doesn't reliably shift open/close. The reported issue was confirmed to be caused by an electrical failure of the switch.

Manufacturer narrative:
No patient information provided as no patient was involved in this event. No parts were received by the manufacturer. Event problem and evaluation: on 16-nov-2016, a medtronic representative went to the site to test the equipment. It was noted that the gantry door had issues with opening and closing. The reported issue was resolved after replacing the gantry control box, invalidating home, and replacing the sidewall door switch (which was visibly damaged). An imaging system check-out was completed. The mechanical test, imaging test and safety inspection all passed; the system was fully functional.

Event description:
A medtronic representative, following up with the site, reported that the imaging system¿s gantry door was stuck open and would not close. There was no patient present when this issue was identified.

Manufacturer narrative:
The gantry motion controller was returned to the manufacturer for analysis. Analysis found that the motion controller passed all tests and is functioning normally.